Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports red irritated skin with scant bleeding. Reports heating barrier with hair dryer before use. Reports uses moisturizing soap; no sting barrier film wipe. Also uses medical spray adhesive. Uses medical tape to picture frame around edges of tape border. Reviewed use of non residue soap and sensicare barrier instead of non convatec brand skin protectant barriers and adhesives. Replacement sent and advised to trial pouch with convexity and sensicare adhesive remover and barrier wipes. Advised to crust using stomahesive powder and sensicare skin protectant barrier wipe. Advised to contact hcp if issue does not improve.